Manufacturer narrative:
Quality-safety evaluation of ptc: lot d60136 expiration date: 28-jan-2018 production date: 28-jan-2015. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-mar-2017: ptc investigation result was provided. The ptc global number is (B)(4). On 24-mar-2017: no response was received from reporter despite follow up attempts. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and confirmatory ultrasound performed 3 months later showed the insert on the right was located in the abdomen. She underwent laparoscopy for removal of essure. This event is anticipated in the reference safety information for essure. In the present case, the exact time point and mechanism of the event is unknown. No details on the insertion procedure were provided. Essure incorrect position was diagnosed 3 months after insertion, during confirmation test. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident because device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. No further information is expected.

Manufacturer narrative:
This case was reported via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a general practitioner and describes the occurrence of fallopian tube perforation ("unilateral (right) complete perforation (migration to in front of sacrum on right)") in a (B)(6) female patient who had essure (batch no. D60136) inserted for sterilisation. The patient's past medical history included multiparous, parity 2, spontaneous abortion and laparoscopy (due to infertility). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. The patient was treated with surgery (laparoscopy for removal of essure and uterine tube (right salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation had resolved. The reporter provided no causality assessment for fallopian tube perforation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Unilateral (right) complete perforation confirmed by ultrasound and x-ray on (B)(6) 2016. Left insert was correct position. Essure confirmation tests were done on (B)(6) 2016 by hsg, us and x-ray: confirmed tubal occlusion. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot d60136; expiration date: 28-jan-2018; production date: 28-jan-2015; sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: perforation questionnaire received (medical history, event updated and outcome). Company causality comment. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 21-feb-2017. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("the insert on the right was located in the abdomen") in a female patient who received essure (batch no. D60136) for sterilisation. On an unknown date, the patient started essure. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (laparoscopy in (B)(6) 2017 for removal of essure and uterine tube). Essure was withdrawn. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: the implant located in the abdomen could perforate the intestines and liver and cause haemorrhage. Diagnostic results: confirmatory ultrasound examination at 3 months found that the insert on the right was not in place in the uterus. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and confirmatory ultrasound performed 3 months later showed the insert on the right was located in the abdomen. She underwent laparoscopy for removal of essure. This event is anticipated in the reference safety information for essure. In the present case, the exact time point and mechanism of the event is unknown. No details on the insertion procedure were provided. Essure incorrect position was diagnosed 3 months after insertion, during confirmation test. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is expected.